Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v198619, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation had been off and it was ¿not working.¿ it was stated that ¿part of the electrode was out.¿ it was unknown when ¿it stopped working.¿ additional information has been requested, a follow up report will be sent if additional information is received.